Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing from the sensor when removed from the customer's body. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula bent/retracted inside sensor, unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.